Event description:
It was reported that the patient experienced no stimulation sensation when stimulation was turned on. After the settings were increased, the patient still did not feel stimulation but experienced a shocking or jolting sensation a "couple of times" and a burning sensation when the stimulation was on around the implantable neurostimulator (ins) and into the neck. The symptoms started on friday night. The patient did some raking and lifting on saturday, but there were no falls or trauma reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
It was reported the patient had not been using their system and their health care provider (hcp) will be unable to remove the lead because it appeared broken while implanted. The patient¿s system was replaced on 2014-(B)(6). The patient noted they had a less than 50% therapy relief in their left shoulder. No outcome was provided however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead: model 3778-60, lot# v557253022, implanted: 2011 (B)(6), explanted: unk. Extension: model 37081-40, serial #(B)(4), implanted: 2011 (B)(6), explanted: unk. Neuro adaptor: model 3550-29, lot#n212439, implanted: 2011 (B)(6), explanted: unk. Recharger: model 37752, serial #(B)(4). Programmer: model 37743, serial #(B)(4).